Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. User guide states: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that a malfunction alarm occurred after the pump was subemrged in water. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 200 mg/dl.